Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method for insulin therapy.